Event description:
It was reported that log files were submitted for review and noted no unusual events were recorded, but did find a notable drop in power and flow beginning of (B)(6) 2023. The cause of the drop in power and flow was determined to be an outflow graft obstruction/stenosis. The distal outflow graft was stented on (B)(6) 2023. Power and flow returned back to baseline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of outflow graft obstruction/stenosis could not be confirmed through this evaluation as no imaging was submitted for review and no product was returned for investigation. The submitted log file contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. A gradual decrease in pump power and flow was observed beginning on (B)(6) 2023. According to the account, this change in pump parameters was due to outflow graft obstruction/stenosis. No other notable events were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. And the hm ii lvas patient handbook, rev. C are currently available. Section 1 ¿introduction¿ of this document lists the potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. This section also explains pump parameters, including power and flow. Section 5 of the IFU entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.